Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analysis was performed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure there was lead placement difficulty. Two leads were attempted but neither would negotiate the branch selected by the physician. The physician later stated that he was trying to place the lead in a branch that would not accommodate any lead. The physician chose another vein and successfully implanted a new lead and the lead remains in use. No patient complications have been reported as a result of this event.